Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It reported that (B)(6) female patient breast augmentation revision surgery with two 450cc mentor breast implants experienced left sided rupture and right sided capsular contracture baker grade unknown post procedure. As a result, patient underwent removal and replacement on (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It reported that (B)(6) female patient breast augmentation revision surgery with two 450cc (B)(6) breast implants experienced left sided rupture and right sided capsular contracture baker grade unknown post procedure. As a result, patient underwent removal and replacement on (B)(6) 2021. This medwatch form is for the left breast prosthesis.